Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation, flushing difficulty was observed with the catheter in a retracted position, and air was noted. During the procedure, air ingress was confirmed when the device was used inside the patient. Symptoms of air aspiration were observed, and several flushes were administered; however, no improvement was noted, and a diagnosis could not be made. The procedure was completed with another of the same device. No patient complications were reported.